Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be detached from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/04/2014 with the following findings: the returned battery cap did not secure properly to the pump. The battery cap threads were damaged, and the cap contact width did not measure within specifications. The investigation was completed with a test battery cap. The battery compartment was also observed to be cracked. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
(B)(4). The initial MDR was reported against the battery cap product. The MDR should be against the pump product.